Manufacturer narrative:
Patient information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed false negative sars-cov-2 igg results generated on the architect i1000sr processing module for two patients. The following data was provided: (B)(6) female patient (B)(6) 2020 sid (B)(6): initial result = 0.13 s/co (negative), repeat result was negative, (B)(6) 2020 pcr was positive. (B)(6) female patient (B)(6) 2020 sid (B)(6): initial result = 0.02 s/co (negative), repeat result was negative, (B)(6) 2020 pcr was positive. No impact to patient management was reported.

Manufacturer narrative:
It was discovered on june 26, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1415939-2020-00076 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.